Event description:
It was reported that during an unknown procedure, the staples were malformed during the procedure. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Missing component the analysis results of the device found that it was received with the shaft broken at handle area. The device was cycled, formed one conforming clip and then, the device locked out as intended, but the orange indicator did not show up completely. It could not be determined what may have caused the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.